Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issues with high blood glucose. Customer was assisted with troubleshooting and customer stated that blood glucose at the time of incident was 360mg/dl and that the current blood glucose was 460mg/dl. Customer stated that they vomited because of high blood glucose. Customer treated the high blood glucose manually and contacted health care professional regarding that. The pump will be returned for analysis.